Event description:
Event description guidant received information that this implantable pacemaker (ipm) has no capture with chronic ventricular lead. The patient is being externally paced. Technical services recommended replacement of lead.